Event description:
It was reported that this right atrial lead, which was over twenty years old, broke apart when it was removed from the device header during a changeout procedure. The lead was surgically abandoned and replaced.